Event description:
The customer reported that he was experiencing a high blood glucose reading of 490 mg/dl. The customer also reported that he was hospitalized about a month ago due to a bent cannula. The customer was at school at the time of the call. Advised the customer to call back for troubleshooting at his convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.